Event description:
It was reported that the customer went to the emergency room (ER) with ketones and a blood glucose (bg) level displayed as "high"; however, specific value was not provided. Reportedly, the customer gave a correction bolus to address their bg level. The customer was treated in the ER with IV fluids. The customer alleged that the pump delivered boluses too slowly. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.